Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery or reservoir anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, no relevant alarms are confirmed in the download history files to confirm the reason code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: cracked battery tube, cracked case, battery tube threads cracked, serial label missing, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegation are not confirmed. Customer's alleged concern about a no delivery/occlusion alarm was not confirmed. No relevant alarms were noted in the download history review, and testing of the unit was successful. Customer allegations of a damaged battery cap wsd unknown as the unit arrived with a missing battery cap. Customer allegations of damage to the battery compartment was confirmed when a cracked battery tube, cracked case, and cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-876a. Troubleshooting was performed for damage. The customer reported damage to the battery tube side, and functionality was affected. Troubleshooting was performed for battery cap issues, and the customer reported battery cap and contact damage. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-876a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.